Manufacturer narrative:
The account replaced the brake detent to resolve the issue.

Event description:
The account alleged that the brake detent is broken on the bed and the bed would not come out of brake mode. No report of injury.